Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the reporter, on approximately (B)(6) 2025, the patient fainted while driving and went off the road. The patient did not experience any severe physical injuries that required medical treatment. According to hcp there was an ongoing investigation into heart/circulatory and neurological issues. A thorough investigation was conducted to determine why he fainted and it was believed that it could have been caused by severe dizziness during the accident. However, the cause of the dizziness could not be determined. According to the patient, the accident happened due to hypoglycemia, which couldn¿t be confirmed. The patient¿s blood glucose value was measured at the hospital and was 4.6 mmol/l. The patient claimed that all sensors used during this period in the summer showed inaccurate sensor values and that he was in hypoglycemia all summer; this could not be confirmed since no information can be provided, neither from their insulin pump nor glooko. The pump data has been uploaded to glooko, but there was a lack of information between (B)(6) 2025 and (B)(6) 2025 as there was no historical information left in pump from this date, since it happened a long time ago. The patient did not use the g7 app, only used dexcom g7 to pump. The patient was discharged from the hospital on (B)(6) 2025. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.